Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, he stapler was unable to fire but the surgeon was able to press the green button. The jaws of the device locked on tissue and they manually opened the instrument for it to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, he stapler was unable to fire but the surgeon was able to press the green button. The jaws of the device locked on tissue and they manually opened the instrument for it to be removed. A new product was used to complete the procedure. There was no patient injury.